Event description:
A report was received via the FDA medwtach medical products reporting program dated 6/8/2006. Consumer reports receiving a sample of renu with moistureloc multi-purpose solution by eye doctor in 4/05. Event began with left eye irritation, diagnosed as bacterial infection, and progressed to vision loss. Cultures revealed fungal keratitis with subsequent anti-fungal treatment of various drops and oral medication. Consumer reports permanent scar of the cornea and decreased vision. No medical documentation is available.a report was received via the mfda medwatch medical products reporting program dated 6/8/06. Consumer reports receiving a sample of renu with moistureloc multi-purpose solution by eye dr in 4/05. Event began with left eye irritation, diagnosed as a bacterial infection, and progressed to vision loss. Cultures revealed fungal keratitis with subsequent anti-fungal treatment of various drops and oral medication. Consumer reports permanent scar of the cornea and decreased vision. No medical docmuentation is available. Reference: mw1039506.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.